Event description:
84y of presented with cellulitus rt. Foot, peripherial vascular disease uncontrolled d.m., dermatitis - h/o cva. Pt underwent an aortic angioplasty - stent attempted, balloon angioplasty. Stent did not open - did not function properly, it drifted from site. Procedure done under fluoroscopy using an angiography catheter from another co. Ft 9.0 fr radial opaque introducer also used. 2 balloons used from the other co. A 12mm x 4cm & a 14mm x 4cm. The stent was from co. Unk if equipment error or user error. Stent not removed from aorta. Physician monitoring it as unable to remove.